Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 - air detected in cassette warnings during dwell 3 of 3 of treatment. The patient was connected during the incident. Fluid was seen under the cycler. The film on the back of the cassette was not loose. The patient was not re-setting up the cycler and was not reverting to continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 - air detected in cassette warnings during dwell 3 of 3 of treatment. The patient was connected during the incident. Fluid was seen under the cycler. The film on the back of the cassette was not loose. The patient was not re-setting up the cycler and was not reverting to continuous ambulatory peritoneal dialysis (capd) therapy. The patient was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.